Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 146 mg/dl. The customer stated that there is no significant events leading to the alarm. The customer stated that they are able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Unable to verify excessive no delivery alarm due to prime anomaly. Moisture damage found on the motor during visual inspection. Pump received with cracked case at display window corners, broken belt clip slot, minor scratched display window.